Event description:
It was reported that there was a shocking or jolting sensation. It was noted that the patient had been experiencing shocks starting about 2 years after implant which was in 2000. Refer to manufacturer #6000032-2013-00185 . The patient has two devices and it was unclear which one caused the shocking. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7426 lot#, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID 7495-51, serial# (B)(4), product type: extension. Product ID 3387-40, lot# l75840, product type: lead. Product ID 3387-40, lot# l75648, product type: lead. Product ID 7495-51, serial# (B)(4), product type: extension. (B)(4).